Event description:
Caller reported receiving a cartridge alarm on the pump indicating the cartridge could not be used and needed replacement. No adverse impact was made on the customer¿s blood glucose level. The customer replaced the cartridge and resumed insulin deliveries.